Event description:
A report was received that the patient was experiencing discomfort due to the ipg being located too close to the spine. The patient will undergo a revision procedure wherein the ipg will be relocated.